Event description:
Customer reported an issue with the panarama central station, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system. Corrections including replacing the system's wireless transceiver, server, and antenna. Communication was reestablished.